Manufacturer narrative:
As reported, the patient developed an infection thereby underwent revision surgery post implant of phasix mesh. Contact information was not provided. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Infection is known inherent risks of surgery/use of the device. The adverse reaction section of the instructions-for-use, supplied with the device identifies infection as a possible complication. The warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 95 units released for distribution in march 2023. This emdr represents the phasix mesh. An additional emdr was submitted to represent the arista ah. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch form (mw5155891): "hernia mesh implant resulting in infection revision surgery and prolonged infection. Cr bardmesh hrna repair 25cmx31cm implant type: mesh/peg, implanted area: abdomen laterality: n/a, implanted on (B)(6) 2023. Number implanted: 1 status: implanted, manufacturer cr bard, model number: 1190500, lot number: hugz0902, serial number: sealnt pwdr hemos 3gm arista implant type sealant implanted area: abdomen laterality: n/a implanted on (B)(6) 2023. Number implanted: 2 medical center revision surgery (B) (6) after MRI and bloodwork showed abdominal infection. Hospitalized third time (B)(6) with recurring infection. Blood work and antibiotics for three days." This file represents the phasix mesh.